Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, "ECG fault 4", "pacer fault 123" and "pacer fault 126" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.